Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 75 and 65 mg/dl, while the other read 123 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the test strips for eval. Replacement strips were sent to the customer.